Event description:
Pt has experienced headaches for some time while in the reprocessing room using disinfectant solution. Air exchanges were tested at 8.25 per hour which is below recommended 10 per hour. The severity is mild and they last unitl removed from the source. No treatment required.